Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4. The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure exposed fibers in the biopsy channel is due to degradation problem identified: problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause of this complaint is traced to cause traced to component failure: expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had exposed fibers in biopsy channel. This issue occurred during reprocessing. There were no reports of patient involvement.